Event description:
It was reported that the patient presented for follow-up with complaints of high rates and palpitations. The pulse generator exhibited an inappropriate rate response. The device was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.